Event description:
It was reported that the patient was admitted to the hospital because of a fever and was not feeling well. Cultures taken confirmed pneumococcal meningitis. There was a csf leak at the time of surgery. After one day of treatment, the treating physician indicated that the patient is recovering. The device remains inplanted.